Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room last week with a low blood glucose level of 15 mg/dl. The customer was unaware of her hypoglycemic event at night. The device was not returned.